Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a red, itchy irritation under the lifevest. The patient saw his physician, and the physician determined that the irritation was caused by a metal allergy. The physician prescribed an ointment called soderm for the irritation and told the patient to remove the lifevest. The patient reported that the irritation was improving after removing the lifevest and using the ointment.